Event description:
It has been reported to the company that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and before the stent was deployed, the occlusion balloon deflated. The case was completed with another device. The patient is reported to be fine.